Manufacturer narrative:
Section a4, d4: multiple attempts were made to obtain additional information from the customer regarding patient weight, device serial number information, and event information; however, no additional information was provided. Section d1: additional information. Section g3: correction. Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed with the log file submitted on (B)(6) 2019. The log file captured no external power alarm events on (B)(6) 2019. The system was connected to the mobile power unit. According to the voltage values, there was a loss of power from the mobile power unit at 11:09 pm and 11:29 pm. At 11:30 pm, there was a power exchange to the 14v batteries, and the alarms cleared. Attempt was made to obtain additional information from the customer regarding the event; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for review. The log file captured a no external power event / low power hazard events on (B)(6) 2019. This was caused by power to the mpu being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. There was no interruption in pump support during these events. There were no other unusual events recorded in the log file. No further or additional information was provided.